Manufacturer narrative:
Corrected: h3, h6 (fdm, fdr, fdc). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID ev240163 (serial: (B)(6); product type: 0264-lead-hv; implant date (B)(6) 2024; explant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implant, the extravascular implantable cardioverter defibrillator (ev-ICD) experienced p-wave oversensing. The physician was able to obtain acceptable sensing after a second tunneling and proceeded to defibrillation testing (dft) which failed at 30j and 40j and required the patient to be rescued by external defibrillation. Two days later, the extravascular (ev) lead was removed and replaced more on the left side of the sternum, resulting in acceptable sensing and successful dft at 40j. The ev ICD remains in use. No patient complications have been reported as a result of this event.